Event description:
The catheter was placed on 8/5/96. On 9/8/96, it was reported to be leaking normal saline. The treating facility reported that the catheter could not be found in the pt's bed. It was reported that the catheter hub and a small amount of the catheter were taped down at the exit site.